Manufacturer narrative:
(B)(4). Visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid.conclusions - (no device failure): based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient anatomy and was not lens related.(B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye and was removed due to a hole in the capsule. No vitrectomy was performed. The incision was not enlarged and no suture was used. A competitior's lens was implanted. Reported stated this incident was due to patient anatomy and was not lens related.